Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b7, g3, g6, h2, h3, h6, h11. Corrected: d4 (UDI). No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. The review identified the following findings: patient presented with pain, no evidence of loosening or infection, but a line appeared around the acetabular part, so a decision was made to revise the whole system (no stem issues noted) stem removed by osteotomy, secured with 2 cable ready cables, cup found loose, removed without difficulty and new components placed without complication. During the operation, it was noticed that she had a partial sciatica paralysis predominating on the external popliteal sciatic nerve. Subsequently, the patient suffers from deficit of the right lower limb resulting from revision around the external popliteal sciatic nerve, resulting in an elevator deficit with steppage and risk of falling. Later, patient fall due to unknown reasons. It was found pelvic tilt to the right and marked periprosthetic bone resorption of the left femoral implant indicating loosening. X-ray review shows total hip implant still in place, minimal peri-prosthetic bone resorption facing right cup, no resorption right femoral implant, moderate resorption around the left prosthetic cup, bone resorption much more marked looking at the femoral implant at the level of the cerclage area, on the posterior side periprosthetic bone resorption, left femoral implant presence of a significant collection of soft parts. For this reason, underwent another revision due to pain linked to osteolysis of the femur. Upon opening the posterior capsule, presence of a large, old, thick clotted hematoma (likely from the fall) emerging from the greater trochanter which is osteolyzed over almost its entire circumference (around 5cm), cerclages are mobile (loose) due to osteolysis and removed, osteotomy performed to remove the stem with very thin and fractured cortices, stem well osseointegrated, cerclage cable placed, acetabulum well osseointegrated, minimal wear on the metal, significant bone loss in the acetabulum but the 2 columns are well preserved, competitor implants placed without complications and pathology report shows absence of identifiable tumor process (no metallosis assessed). Based on the available information, the reported event can be confirmed a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Allofit-s alloclas shell 56/kk item# 4267 lot# unknown metasulâ®, head, m, ã¸ 32/0, taper 12/14 item# 193206 lot# 2513379 cocr fem hd 44mm tp 12/14 std item# 0100010711 lot# 2499583 cerclage cable with crimp 1.8 mm dia. Cable 22 in. (559 mm) length item# 00223200118 lot# 61237178 cerclage cable with crimp 1.8 mm dia. Cable 22 in. (559 mm) length item# 00223200118 lot# 61218392. G2. Report source: france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had a left total hip arthroplasty followed by a revision approximately 7 years later due to pain and acetabular loosening. Years after revision, the patient reported increasing pain and difficulty. Subsequently, the patient fell due to unknown reasons and displayed a limb length discrepancy of 15mm. Radiographs revealed bone resorption of the left femoral implant indicating loosening and a significant fluid collection. So approximately 14 years after the first revision, the patient was revised a second time; during which, a hematoma was encountered at the greater trochanter. The cerclage wires were found loose with osteolysis of the femur which had thin and fractured cortices. An osteotomy was performed to remove the stem. The stem and acetabulum were found well-osseointegrated; however, pronounced bone loss was found in the acetabulum. All components were replaced with competitor product without complications. Diligence is completed and no further information on the reported event has been provided.